Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the clinician reported an unexpected, prolonged delivery of chemo, notably at larger volumes. It was noted that a chemo infusion can take up to "30%" longer than expected. Information on patient involvement impact is unknown.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported that the clinician reported an unexpected, prolonged delivery of chemo, notably at larger volumes. It was noted that a chemo infusion can take up to "30%" longer than expected. Information on patient involvement impact is unknown.